Event description:
It was reported that the device was presented with a speaker malfunction. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
The device was returned and the analysis was performed at the philips authorized bench repair facility. The results of the analysis indicate there was no beep or sound during start up testing. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective speaker. The issue was resolved by replacing the speaker and the product was returned to the customer.